Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly "just over one year after his tha, the patient began experiencing significant discomfort and stiffness in his left lateral hip". It is further alleged on " (B)(6) 2016 his serum cobalt level was 4.9 ng/ml and serum chromium was 1.1 ng/ ml; mars MRI taken on (B)(6) 2016 showed effusion suspect for altr. Based upon these findings. He underwent partial revision surgery on (B)(6) 2016 at which the time the surgeon encountered severe tissue necrosis and black sludge corrosion at the trunnion interface".